Event description:
It was reported that the pt experienced pain and overstimulation from her device. She turned the amplitude down to a more comfortable level, but this caused a loss of therapeutic effect. The device "did not work" and was replaced approximately two months after implant. The pt outcome is unk. Further info is being requested from the hcp.